Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had been bumped against an object and the screen was scratched. It was hard to read the last number of the blood glucose reading. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer declined replacement of the device. The device will not be returned for analysis.